Event description:
It was reported that the patient presented in the hospital with implantable cardiac monitor (icm) eroded through the patient's skin. The icm was then explanted successfully due to erosion. There were no patient consequences.